Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump was alarming every half hour and the customer did not know how to turn it off. The alarm history showed a low reservoir alarm and the customer declined troubleshooting. The insulin pump was not returned or replaced.